Manufacturer narrative:
Sorin group (B)(4) manufactures the dideco compact flow evo oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). There is no 510k number for the dideco compact flow oxygenator as it is not distributed in the united states. However, the membrane module is rep of the membrane module used in the synthesis membrane oxygenator, which is sold in the united states. The 510(k) number of the synthesis membrane oxygenator is k073380. Sorin group rec'd a report that during set-up for a case, the clinician was unable to achieve suction through the aspiration port of the oxygenator. The unit was replaced prior to going onto bypass. There was no pt involvement. The investigation is on-going. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report that during set-up for a case, the clinician was unable to achieve suction through the aspiration port of the oxygenator. The unit was replaced prior to going onto bypass. There was no pt involvement.